Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: dtba2d1 crt-d, implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient presented after hearing an alarm. It was determined that the alarm was triggered for the right ventricular (rv) pace/sense lead due to high impedance. The physician decided to switch the alarm off. Three days later, the patient presented once again due to an alarm for the right ventricular (rv) defibrillation lead due to high impedance. The rv lead and rv pace/sense lead were subsequently capped and replaced. No patient complications have been reported as a result of this event.